Event description:
Literature reference: c knippig, et al. "Gastric pacemaker therapy - from the indication to the management of postoperative complications". Visceral surgery. 2006: 41:89-94. The article provides a brief overview of the history of gastric pacemaker therapy for both gastroparesis and severe obesity. Data from medical literature and personal experiences were used (gastric pacemaker therapy in magdeburg: since 2000). Two patients experienced infections.

Manufacturer narrative:
This report is being submitted following an internal audit. The manufacturer is unable to determine what device system was used (enterra vs. Transcend). The article did not indicate the patient diagnosis (gastroparesis vs. Obesity). See scanned pages.